Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of unexpected g5 mobile application shut-off was confirmed. The root cause was determined to be an sql error.

Manufacturer narrative:
(B)(6).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unexpected g5 mobile application shut-off occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an unexpected g5 mobile application shut-off could not be determined. A root cause could not be determined.